Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is in full recovery. No patient symptoms were reported. The procedure was completed by removing remainder of device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a rist catheter fractured and separated. The patient was undergoing embolization. It was reported that access was gained with a 7fr sheath in the right radial artery. At the end of the procedure, the physician began to remove the rist and encountered some resistance in the proximal section. Under fluoroscopy, the sheath appeared to have fractured and separated. The catheter was eventually removed but not intact. Vascular surgery had to perform a cutdown and vessel repair to remove the rest of the rist catheter. The piece that was removed during surgery was fractured and the metal braiding was frayed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU).